Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the product couldn't hold air due to the air leakage. The event timing was during surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional event information available.

Manufacturer narrative:
Visual examination of the returned products found that when connected to a known working ats in the lab, both cuffs held air without issue. No leakage of air or leakage alarms. Definitive root causes cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.